Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed during a planned stent removal procedure performed in the common bile duct on (B)(6) 2018. On (B)(6) 2018, the advanix¿ biliary stent was implanted in the patient with no issues reported. According to the complainant, on (B)(6) 2018, during the stent removal procedure, the stent had broken during removal. There was no mention of any device pieces falling into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed during a planned stent removal procedure performed in the common bile duct on (B)(6) 2018. On (B)(6) 2018, the advanix¿ biliary stent was implanted in the patient with no issues reported. According to the complainant, on (B)(6) 2018, during the stent removal procedure, the stent had broken during removal. There was no mention of any device pieces falling into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual evaluation found that the stent is blackened in some locations, the most proximal section of the stent is stretched and broken including the barb. The investigation concluded that while attempting to remove the stent, it broke off. There is no information regarding the device used for removing the stent, however, using snare/forceps is a standard biliary stent removal technique.it is most likely that a snare/forceps wire was forcibly grabbed which can stretch and cut or tear the stent during the removal procedure. The damages found on the stent was typically made due to the grabbing of the stent by the snare during the stent removal. Therefore, 'operational context', is the most probable root cause.